Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump did not detect the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a scratched lens and a peeled dso seal. The tamper seal was broken. A visual inspection and functional test were performed and the reported issue was duplicated. The latch lock sensor was tested and found the pump was unable to detect if the cassette was locked or not due to an inoperable latch lock sensor. As a result, the latch lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.